Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).the complaint device was returned for evaluation and passed exterior visual inspection. Global receiver functional testing resulted in no faults found. Evaluation of the device could not confirm the complaint. However, a review of the receiver data log, completed on (B)(4) 2015, confirmed the customer complaint of intermittent out of range. A root cause could not be determined.